Event description:
It was reported that the patient believed there was an infection, there was a ¿really bad odor,¿ the patient¿s back was itching, and she was still in pain. It was noted that the patient had the odor for about a week, she¿d put lotion and spray on, and it had not taken away the smell. The patient had not told her physician about the smell. It was noted that the patient would contact the physician and manufacturer representative the day following the report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09xuu, implanted: (B)(6) 2013; product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).